Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported the adc freestyle libre sensor detached after 2 days of wear due to exposure to moisture. On (B)(6) 2019, the customer had unspecified symptoms of hyperglycemia, experienced "legs contracting", and was taken to the emergency room by his nursing caregiver. The customer was diagnosed with hyperglycemia and was treated with 7 units of novorapid insulin pen by an hcp.